Manufacturer narrative:
Health effect - clinical code (B)(4) was selected for the allegation of asphyxia. This complaint was received via an anonymous clinical study. Sample analysis could not be performed since samples were not provided for evaluation. This complaint will be used for trending and post market analysis.

Event description:
Per a post market clinical survey, the customer observed laryngeal edema with asphyxia with the use of a salem sump device. The customer stated there was a probable device relationship. This information was received via an anonymous clinical study; therefore, the customer information is unknown and no further information will be provided.